Event description:
Litigation papers allege the patient suffered aches and pain and popping sounds in his left hip, difficulty weight bearing and walking, stiffness and difficulty with activities of daily living and was caused to suffer bodily injuries both permanent and non-permanent in nature that have affected the patients health and disfigurement and/or deformity. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.